Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the skin was getting caught in gears/torn skin. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The customer returned an air dermatome device evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated this air dermatome. Initial qa inspection of the air dermatome revealed that the calibration was out of specification at the zero setting only. The motor speed was out of specification and the motor ran erratically. The 1 inch and 3 inch width plates were noted to be damaged. Repair of the air dermatome was performed by zimmer biomet surgical which included replacement of the bearings, seal and retaining ring, motor, poppet assembly, o-ring, 1 inch, and 3 inch width plates. The air dermatome was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since no testing was able to be performed to try to replicate the reported event. It was noted during the initial inspection that the motor speed was out of specification and the motor was running erratically. The root cause of the reported event could not be specifically determined with the information that was provided. No testing was able to be performed to try to replicate the reported event. It was noted during the initial inspection that the motor speed was out of specification and the motor was running erratically. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. The air dermatome was repaired, tested and returned to the customer.